Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, vaginal scarring, dyspareunia, and recurrent leakage.

Event description:
It was reported that following insertion the patient experienced discomfort, vaginal scarring, dyspareunia, and recurrent leakage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent cystourethroscopy and vaginoscopy/colposcopy with cul-de-sac biopsy on (B)(6) 2007 dr. (B)(6) due to left lateral sulcus focal polypropylene mesh erosion, recurrent urinary incontinence, and possible vaginal adenosis at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It is reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Post implantation the patient underwent an excision of mesh due to erosion, stress urinary incontinence, pain and dyspareunia on (B)(6) 2007; open burch colposuspension, cytoscopy on (B)(6) 2008 due to reoccurring urinary tract infection, pain and discomfort. (B)(4).